Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their aligners rubbed into their gums causing them to be irritated and they could not wear them. They also have a front tooth that is crooked in the aligners. Their gums bleed and are very sensitive when they put in or take out the aligners. At check in patient marked true to excessive bleeding, inflammation, sensitivity, jaw discomfort, root resorption and not fitting.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.